Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported and learned through the investigations that a patient with a 27mm edwards mitral valve underwent a valve-in-valve procedure after an implant duration of 11 years, 4 months due to stenosis and regurgitation. The patient presented with heart failure and shortness of breath. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was stable and in recovery post procedure. The patient was discharged on pod #2.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 27mm edwards mitral valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The procedure was performed with a 26mm 9750tfx transcatheter valve.